Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) of 49 mg/dl. They treated the low with orange juice and glucose tablets, returning bg to range within approximately 45 minutes. The user declined the factory reset at this time and instead requested to meet with the field team to review their settings and history since their last visit. No medical intervention was required, and the user reported no symptoms during the event.